Manufacturer narrative:
It was reported that the back section allegedly fell off the table during positioning. A stryker field service technician (sfst) was dispatched to investigate. The sfst inspected the back section of the table and confirmed the complaint was related to the back section accessory and not the actual table. Adjustments were completed to the back spar and release buttons. The section was inserted into the table to test for functionality and then released back to the customer for use. There was no injury or adverse consequence reported.

Event description:
It was reported that the back section allegedly fell off the table during positioning. There was no injury or adverse consequence reported.